Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The received device was bent at the distal tip and had a break in the shaft just proximal to electrode ring 4, consistent with the reported event. Upon connecting the catheter to the tactisys quartz unit, a ¿no thermocouple signal or out of range¿ error message was displayed and no contact force was displayed. Optical fibers 1-3 met specifications for optical properties. The deformable body thermocouple displayed an open circuit during electrical testing, consistent with the reported event. The cause of the open tc2 circuit was attributed to the reported and observed damage at the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported shaft break is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming a break in the shaft of the catheter.